Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, error message e231 indicates a communication error between the spark monitor and the microcontroller on the control board, likely due to defective components such as the microcontroller, optical transceivers, fibre optic cable, resistors, or buffer. The issue could not be reproduced, and the affected device meets the standard specifications, so a definitive cause for this issue cannot be given. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical system generator had an error code of 231. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using the manual button instead of the foot pedal. There were no reports of patient harm.